Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a preceding 12-hour sensor error that resulted in no cgm glucose readings and a fingerstick value of 56 mg/dl; the episode was attributed to a meal announcement when glucose was trending low. Symptoms included low blood glucose. Outcomes included recovery to in-range glucose with fingerstick values of 89 mg/dl and 101 mg/dl after ingestion of 15 grams of oral glucose. Investigation included customer care troubleshooting and education regarding low glucose management. Investigation of this case revealed a user-related precipitating factor consistent with meal announcement during a downward glucose trend, and a concurrent sensor data unavailability event that required fingerstick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.